Manufacturer narrative:
A plum 360¿ infuser was received for evaluation. A visual evaluation of the pump showed no physical damage. During testing, the pump alarmed ¿low battery¿ (n58) before shutting down on dc power (battery). When the pump was plugged in to ac power, it alarmed ¿keep plugged into ac! Service battery / replace pump¿ (n56) but did not shut down. The battery was recharged and the pump was then run on dc power (battery). After approximately 40 minutes, the pump alarmed for ¿low battery¿ for 49 seconds, then alarmed for ¿depleted battery¿ for 2 minutes and 48 seconds, and then shut down. Testing of the battery found that it did not pass the battery run time specification test. The battery discharge time during testing was 0:34(hrs:min); specification indicates a discharge time of >=3 hours. Upon examination, the battery showed a level of sulfation that may have led to lost capacity. The battery was sent to the manufacturer for analysis. It was found that the battery presented low capacity likely related to lead sulfate in the positive plates and active material. The battery manufacturer analysis found that the sulfation for both pump batteries was likely related to insufficient charging and frequent discharging or long-time aging. This allowed lead sulfate crystals to grow leading to an increase in the internal resistance of the batteries. A review of the mednet event/alarm logs and pump logs showed on 05/23/2021 at 01:30:41, the pump was powered on ac and alarmed ¿warning: replace battery¿. (This alarm would also result in the pump displaying a message to plug in the device to ac power, even if it was currently plugged in). At 01:31:24, the pump was programmed to deliver epinephrine 4 mg in 250 ml, at a dose of 20mcg/min (overriding the usl alert at 10mcg/min), a rate of 75.0ml/hr, a vtbi of 50.0ml, for a duration of 0:40 (hrs:mins), and the infusion was started. At 01:39:00, the infusion was stopped by the user. At 01:39:13, the pump was powered off. Further review of the pump log prior to the event showed that the pump alarmed for ¿replace battery¿ seventeen days before the event and again shortly before being programmed as the second pump for the patient. The log showed that the pump did display a message to plug the pump to ac even though it was already plugged in. This alarm message is the correct information to be displayed. The warning continues to be displayed when the pump is in use until the battery is replaced. The pump log indicated a pattern of charging and discharging of the battery that may have led to early battery degradation. Long periods of use while on battery power and insufficient time spent in the charging cycles may have resulted in accelerated battery degradation and failure. The customer's reported condition of pump shutdown was unable to be confirmed through evaluation. The pump alarmed and performed as intended.

Manufacturer narrative:
The device has been returned for evaluation, however, the investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump which unintentionally shut down, without warning, during patient infusion of epinephrine at a rate of 20ml/hr. The customer reported that the device was plugged in the entire time during infusion. The unintended shutdown was noticed immediately and the device was replaced with another plum 360 pump; the patient expired shortly after. There is a report of an infusion pump shut down without notification during infusion of epinephrine, switched to a 2nd pump with low battery alarm, and switched to a 3rd pump to continue the infusion. The patient condition deteriorated further, and the customer reported that the pump is not considered to be the cause. This event was life-threatening and unfortunately the patient expired. The customer was unable to share patient demographic information, what the patient was being treated for, or the results of the autopsy. The customer was unable to provide confirmation as to whether or not the pump had been charged prior to use. No other information is available.